Manufacturer narrative:
This was reported as a ¿literature case¿ without product code or lot number provided. An unconfirmed product was reported as used for treatment. No product was returned, therefore details, physical evaluation and investigation were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use. If relevant information becomes available to assist with evaluation the complaint can be revisited. Complaint history review was unattainable without a valid lot number and product code provided although query using the entire fast fix family indicated similar allegations. Instructions for use for the family contain instructions, precautionary statements and recommendations for proper use of product. Batch review was unattainable without a valid lot number available. There was no objective evidence to suggest a direct link between the product used during the procedure and the allegation reported. Post market complaint surveillance continues to monitor rate of failure occurrence. No further action warranted at this time. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. It was reported that the patient made an uneventful recovery with no residual knee pain or clinical recurrence of the cyst. No further clinical assessment is warranted at this time.

Event description:
It was reported that the patient had a tear that was reduced and repaired with a ultra fastfix. One year post-meniscal repair, he developed a lump on the posteromedial aspect of his knee which was slowly increasing in size. Although not presently impeding the patient's work or recreational activities, it was causing him concern and he was keen to have the lump removed. Then MRI was performed and showed a healed meniscal tear with a meniscal cyst, also two fastfix fragments were protruding into the cyst on MRI scan. The patient had repeat arthroscopy that showed a healed medial meniscus. The cyst was removed via open excision and was found to be in continuity with the fastfix anchor, which was removed. The patient made an uneventful recovery with no residual pain or clinical recurrence of the cyst. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.